Event description:
It was reported during a routine follow-up, low sensing and increased capture threshold were observed. Stretched lead was noted via review of x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.